Event description:
It was reported to tyco healthcare/kendall on january 4, 2008 that a customer had problem with a dialysis catheter. The customer stated that there was leakage after catheter had been placed. This was noticed as soon as the patient was put on dialysis. Catheter was replaced right away and there was no harm to patient.

Manufacturer narrative:
An investigation is under way. Upon completion of the investigation the results will be forwarded.